Manufacturer narrative:
No further information is available at this time. If further information becomes available, this report will be updated at that time.

Event description:
It was reported that this device exhibited a four year decrease in estimated battery longevity in a six month period. Data analysis determined the decreased longevity was due to increased power consumption attributed to high atrial sensing. This device remains in service. No adverse patient effects were reported.